Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had a dye study and the physician was unable to aspirate the catheter. Per the physician the patient would be scheduled for a catheter revision. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.